Event description:
Customer experienced an allergic reaction (raised red spot) after applying j & j bandaid for 14 hours. Customer has had reactions to bandages in the past and was advised by her dr to try different brands of products to determine her reaction. Her dr contacted j&j and they would not provide him with what ingredients are in the product that could be causing the possible allergic reaction. She called us to see if we could incline j&j to disclose that info. She is calling j&j to file a complaint herself. Date of purchase: 05/2006.